Event description:
Pharmacy technician was compounding unasyn using the mini-bag plus system. The pharmacy technician noticed that 2 of the mini-bag plus bags were leaking upon taking them out of the overwrap. It was discovered that the seals were broken and ns was leaking out of the blue cap area.